Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of premature ventricular contractions caused by ventricular oversensing was sensed by the pulse generator; possibly due to electromagnetic interference. The patient was not reported to be symptomatic. Isometrics did not reproduce the oversensing. No intervention was performed.